Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first step on a laparoscopic sleeve, the stapler was not fired. A new one was used. There was no patient injury.